Event description:
The customer reported that system has an error code displayed. It gave an "iris pot too large" error message. Also, screen was going completely black. No pt injury was reported.

Manufacturer narrative:
The svc rep checked the voltage at the input of the isolation transformer. He checked tightness of nut on transformer. Retrieved logs and in the event log errors, both iris pot too large and x-ray security errors appeared. The rep replaced gib, ffb, and reloaded software. Tested system, system operates as intended.